Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a transarterial chemoembolization (tace) procedure, when using the angio-seal vascular closure device, the physician noticed an abnormal crease at the blood inlet hole of the sheath upon opening the package. The physician attempted to assemble the sheath with the locator, however, resistance was encountered during vascular insertion. As a result, manual compression was used to achieve hemostasis. The patient experienced no adverse effects. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, guidewire, and locator. The device was visually inspected and found to have been in used condition. The carrier tube was in the forward lock position. The anchor and collagen were in the hemostasis sheath. The carrier tube and hemostasis sheath were found kinked. Based on review of the returned device, the complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained due to off-axis loading during use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).